Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was not released by the facility and will not be returned.